Event description:
A doctor reported that a section of the hose inflated like a balloon and exploded, producing a loud noise during the vitrectomy procedure. After a delay of less than 15 minutes, the case was completed without further problems using another system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).